Event description:
The customer states that their finger tips turn black and blue after using the lancet device. The device is set on the lowest setting. A request was made for the return of the suspect device and replacement product was sent.